Manufacturer narrative:
Diopter: -10.00. (B)(4). Device has not been returned.

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 -10.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2009. Low vault was noted on (B)(6) 2015. The lens was explanted and exchanged on (B)(6) 2016 for a longer length lens. This resolved the problem. Patient's last visit on (B)(6) 2016, ucva was 20/20. See MFR #2023826-2016-00449 for right eye.

Manufacturer narrative:
The lens is not marketed in the u.s. Product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that optic and haptic were torn. No similar complaints were reported for units within the same lot. (B)(4).